Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 439888 implantable pacing lead, implanted: 2013-(B)(6); 4471 competitor implantable pacing lead, implanted: 2013-10-22. (B)(4).

Event description:
It was reported that two days post implant the patient had pleuritic chest pain and went the ER (emergency room). The patient had developed shortness of breath and sharp central chest pain on deep breathing. The patient also had associated diaphoresis and dizziness. The patient¿s pain resolved overnight and they were discharged the next morning. Then at the patient¿s one month follow-up the right ventricular (rv) lead showed a dramatic increase in threshold right after implant. Capture management adjusted the outputs to ensure capture. The rv lead remains in use. No patient complications have been reported as a result of this event.